Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of unable to engage safety mechanism is confirmed and was determined to be use-related. One 22 ga x 0.5 in safestep infusion set was returned for evaluation. An initial visual observation revealed the sample was returned with the safety mechanism positioned at the base. Significant amount of dried biological residue was observed in the safety tab, needle shaft and near the housing. An attempt was made to engage the safety mechanism; however, a significant amount of force was required in order to advance it. When the safety mechanism was finally advanced, the metal spring within the safety tab did not engage likely due to the amount of dried biological residue in it. A microscopic observation revealed the needle tip was unremarkable. These findings suggest the significant amount of dried biological residue within the safety tab and on the needle shaft prevented the safety mechanism from being engaged properly. The product IFU warns, ¿failure to use the safety mechanism of the device correctly, when removing the needle from the port site could result in the needle tip re-emerging from the base, resulting in an accidental needlestick with a contaminated needle¿ this complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported after administering the nutrient solution via the safestep, when attempting to flush with saline to activate the safestep's safety feature, the needle stopped midway, and the safety feature did not activate. There was no reported patient injury.